Manufacturer narrative:
H3 - device evaluation: lens was returned with moisture and debris on product, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and debris on lens surface. Claim#: (B)(4).

Manufacturer narrative:
B4 (date of this report) changed from 04-dec-2020 to 11-jan-2021. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.50 diopter, implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced within the same surgery. There was no patient injury.